Manufacturer narrative:
A company service rep examined the system and was unable to duplicate the reported problems. The system was then tested and met all product specifications. Quality assurance will monitor related complaints and will take action for further occurrences as necessary. (B)(4)

Event description:
Adverse event(s): "the eye collapsed" (collapse). Product problem(s): "iop was changing randomly" (device operates differently than expected). A doctor reported that the intraocular pressure (iop) was changing randomly. The infusion was supposed to be set at 35mmhg but kept dropping to 5 mmgh. It was also reported that the nurse incorrectly set the vitrector up in air instead of fluid. When the surgeon went to use the instrument, the eye collapsed. The surgeon then changed the settings and was able to complete the case without injury to the pt.